Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ tubing was defective. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there was another complaint. Event description per email states: we have had another complaint. I need to know what is the current update related to our several concerns being shared with your company.